Manufacturer narrative:
At this time, no additional information is available regarding this event. This record will be updated if additional information becomes available.

Event description:
It was reported that a patient experienced a lead safety switch due to out of range impedance measurements. Unique device information was not available. Boston scientific technical services provided programming options. At this time, no interventions have been reported. No adverse patient effects were reported. Currently available evidence suggests that the products remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a lead safety switch from bipolar to unipolar due to out of range impedance measurements on the non-boston scientific lead connected to this pacemaker. Boston scientific technical services provided programming options. The patient was evaluated and the pacemaker was programmed for unipolar pacing and bipolar sensing, with the automatic lead safety switch feature programmed off. This pacemaker and the non-boston scientific lead remain in service. No adverse patient effects were reported.